Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant, when charging, the implantable neurostimulator (ins) felt hot. The patient noted having spoken with the manufacturing representative about the ins heating. The patient had received a replacement implantable neurostimulator recharger (insr) but noted that the ins was still getting hot. The patient later reported having an appointment scheduled with the physician on monday, (B)(6) 2016. Following the appointment, the manufacturer representative (rep) reported that when charging, the patient was getting six to eight coupling boxes over the patient¿s jeans. Using spacers, shortening recharge intervals and the position in which the patient charges were discussed. Indication for use included complex regional pain syndrome type I. The manufacturer representative (rep) reported having met with the patient yesterday, (B)(6) 2016. The patient stated that she has had heating ever since the implantable neurostimulator (ins) was put in. However, the rep was never able to validate that with the patient. The patient just stated that it gets hot. The rep has worked with the patient over the years and was not sure if it was just the implantable neurostimulator recharger (insr) or the ins or both. The patient was charging over her pants and was not sure why it would be getting hot, but noted that the patient does have a problem with charging. The patient continued to recharge normally, and just dealt with it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that steps taken to resolve the heat at the implantable neurostimulator (ins) site while charging included a meeting with a manufacturer's representative (rep) in which they contacted support together. The patient noted that she was told to charge with a spacer, even though she charged over jeans. The rep told the patient to also try charging every other day for about an hour at a time. The patient noted the system might just need a reboot. The patient noted that she used her device continuously and it was never turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.